Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No root cause can be identified at this time.

Event description:
During literature review it was identified that 5 patients who underwent lateral interbody procedures experienced hematomas. It is unknown if patients experienced the alleged events during extreme lateral interbody fusion procedures or olif procedures.